Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the starter hole was off center in ten wafers which caused a decrease in wear time. No harm reported and no photo provided.

Manufacturer narrative:
Batch record review: the batch record review supports that there were no discrepancies related to the issue reported. This batch was manufactured following the applicable procedures, all machine and testing parameters were in accordance with the applicable procedures and specifications, the testing results were found satisfactory and no nonconformance (ncr) related to the malfunction code in analysis was noted. The line clearance was executed ¿procedimiento de despeje de línea y chequeo de seguridad (line clearance procedure and safety check)¿, the results were documented, and no issues were identified during the manufacturing process. The materials comply with the correct parameters, procedure instruction (pi), ds, mt, tm and the results are satisfactory. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Executive summary of the nc: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise and the analysis of the applicable pfmeas, the most probable causes of the problem identified. An opportunity in the process was identified, since there is no functional or dimensional test implemented to inspect the concentricity of the disc in the mlk's. A visual test is currently being performed, but this defect may be visually imperceptible to the operator. A corrective and preventive actions (CAPA) plan will be open to cover the preventive / corrective action resulted from this nonconformance (ncr). Furthermore, an ncr search conducted shows that no adverse trend was identified from january 2019 to november 2020 for this failure mode. For this reason, no additional investigation is needed. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.